Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle is clogged. The returned pen needle was examined and exhibited a bent non patient end of the cannula. This could cause the pen needle to not expel insulin properly. Unable to perform DHR check due to an unknown lot number for needle clog. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the needle was clogged during use with an unspecified bd pen needle. The following information was provided by the initial reporter: it is reported needle is clogged.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was clogged during use with an unspecified bd pen needle. The following information was provided by the initial reporter: it is reported needle is clogged.